Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7079135.

Event description:
It was reported that the patient experienced inadequate stimulation and could not feel stimulation in the desired area. The patients system was reprogrammed however the issue persisted. X-ray imaging was performed which confirmed that one of the leads migrated. The patient underwent a revision procedure in which the lead was explanted. The explanted lead will not be returned as it was discarded by the medical facility. The patient has fully recovered.